Manufacturer narrative:
(B)(4). The UDI is unknown because the part and lot number werw not provided. The device was not returned for evaluation. A review of the lot history record was not conducted as the part or lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue. Based on the information reviewed, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported patient effects of mitral regurgitation (mr) and dyspnea are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report mitral regurgitation. It was reported that the initial mitraclip procedure was performed on approximately (B)(6) 2018. Three clips were implanted. One week post procedure, the patient experienced shortness of breath. On (B)(6) 2018, transesophageal echocardiogram (tee) showed increased mitral regurgitation (mr). The patient continues to have shortness of breath and no treatment was performed. No additional information was provided.